Event description:
Exactech m-series stem and associated components revised due to broken stem.

Manufacturer narrative:
Exactech m-series stem and associated components revised due to broken stem. Associated with MDR 1038671-2014-00023.